Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulse ablation procedure faradrive steerable sheath clear was selected for use. It has been mentioned that the air tightness was insufficient. Farawave catheter was inside the sheath prior to, and/or at the time, the air was observed. The pressure bag was used for the irrigation of sheath. The bubbles were observed at the flushing line. The guidewire was at the same level as the tip of the ablation catheter. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned.